Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgment has occurred in patient anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the xience v stent was to be used to treat an in-stent restenosis of another company's stent. First, a cutting balloon was used and then another company's balloon catheter; however, the xience would not cross the lesion and the stent dislodged onto the proximal shaft. When it was removed from the patient, stent struts were observed to be flared as well. There was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the hub and on the shaft. There was no contrast visible. The stent implant was returned dislodged from the sds, in a small bag. The entire length of the stent implant was slightly smashed. The first eleven rows of distal struts were selected. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. The outer member was bunched between 23 cm and 27 cm distal to the strain relief tubing. There were no kinks or damage noted to the inner member or tip. There was no other damage noted to the sds. The protective sheath was not returned. The tip seal length was measured and met manufacturing criteria. The outer diameter measurements of the stent implant could not be taken due to the damage. Product performance engineering reviewed the incident. Analysis of the returned sds found blood visible on the hub and shaft, which is consistent with the device being inserted into the body. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and necessary device support. Potential causes for stent dislodgement inside the body, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. The protective sheath was not returned, indicating the stent was initially crimped on the balloon in the correct location and the balloon was not inflated. The stent implant was returned dislodged and the entire length was slightly smashed. The first eleven rows of distal struts were stretched. The stent may have become entangled or damaged as a result of interaction with the anatomy or previously implanted stent, which may have led to further stent damage and dislodgement during retraction. It was also noted during a analysis, that the outer member was bunched distal to the strain relief tubing. Damage of this type suggests that there was force applied to the system and is indicative of encountering resistance. The bunching may be a result of attempting to advance and then retracting the sds while there was resistance. The reported damage to the device and damage found during analysis likely occurred during the procedure, and/or from handling of the device during packing for shipment back to abbott for evaluation, as no damage was reported during the inspection prior to use. The failure to cross, stent damage, and stent dislodgement appear to be related to the operational context of the device. All sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. The manufacturing records were reviewed and there were no non-conformities found for this lot. All online testing for the lot met stent implant security criteria, which would indicate the unit had an adequate crimp. There have been no similar incidents for stent dislodgement or damage reported for this lot. This complaint does not appear to be related to a quality problem. Product performance engineering will monitor the incident circumstances. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.